Event description:
It was reported that the patient presented in clinic for a check. Upon review, the right atrial (ra) lead exhibited noise that was reproduced with isometrics and pocket manipulation. The lead was capped on (B)(6) 2023 and replaced. Insulation damage was noted. The patient was in stable condition.